Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided.

Event description:
It was reported that patient underwent an unknown procedure on an unknown date. Subsequently, patient underwent a revision procedure on (B)(6) 2015 due to pain. The tibial nail was removed during the procedure. No further information has been provided.